Event description:
On (B)(6) 2024, my right eye was very red and it looked like a bad case of pink eye. I went to urgent care and was prescribed cipro. Symptoms did not go away so my optometrist gave me lotemax to reduce inflammation. For weeks I had a red eye. When my optometrist examined my eye he found a colony had infiltrated my cornea. He then prescribed bevimax which is stronger than cipro. The redness went away but returned after I stopped using it. Nutrifill was out of stock so I had to switch from that scleral lens solution to lacripure which I did in mid-april. For 4 weeks I have had no redness. On may 15, 2025, I received an email from the maker of nutrifill, contamac solutions, that my box of vials was part of the recall. They had found there was contamination and the products were non-sterile. I would like to be reimbursed for my urgent care visit, what I paid for the prescription eye drops, my mileage and parking for my repeated visits to my optometrist, and what I paid for the nutrifill.